Event description:
It was reported that during testing the device detached dso seal. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that during testing the device detached dso seal, through visual inspection dso seal was detached, and the reported issue was confirmed. Visual and functional testing was performed. The dso seal was replaced. Review of event log found no relevant information. Service history review identified there was no indication that the complaint was related to a service of the device within the review. Device passed all testing criteria post repair. The probable cause of the reported problem dso visibly lifted.